Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. Product ID: 8578, serial# (B)(4), implanted: (B)(6) 2011, product type: accessory. Product ID: 8835, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Information was received from a consumer receiving morphine 2.50mg/day (concentration unknown) via an implantable pump. The indications for use was noted as non-malignant pain and other chronic/intract pain (trunk/limbs). The patient had a bad fall in (B)(6) 2014 which caused the pump to move around in the patient's stomach. The device twists and turns per the patient. The patient could not find a physician to revise it. The patient planned to follow-up with their healthcare provider (hcp). No, interventions or outcome reported. Further follow-up was being conducted to obtain information. If additional information is received a follow-up report will be sent.